Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist dialed into the server and logged into health sight viewer (hsv), confirmed there were no critical notifications, including any devices in disconnected mode, opened sql server management studio (ssms) and executed the downtime query, verifying that all transactions were current. The system functioned as intended when the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all 3 pyxis was on disconnected mode. Patient and orders was not at current state. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.